Event description:
It was reported to the company that the patient had fallen down and hit his head on the implant side, which resulted in a loss of lock with his device. External equipment was exchanged. However, the problem was not received. Surgery to explant the patient's device will be scheduled.